Event description:
A customer reported an issue with their insulin pump's charging connection, which was unstable, requiring the cable to be held in place or positioned strategically for charging. There was no adverse impact to the customer¿s blood glucose level. The customer tried different charging cables and adapters without success, leading to a resolution where technical support decided to replace the pump. Customer will continue to use current pump for insulin delivery.